Event description:
It was reported that the user experienced hyperglycemia while attempting to reconnect the ilet following an ¿unable to proceed¿ alert during a supply change, with the highest reported glucose of 418 mg/dl and subsequent readings trending down. The user¿s healthcare provider advised temporary subcutaneous rapid-acting insulin injections, and customer care guided a dry run and full supply replacement (new cartridge, infusion set, and connector). Customer care provided support that included review of device notifications, and guided troubleshooting. Investigation of this case revealed that the hyperglycemia occurred in the context of a supply-change process with an initial alert but no active device alarms at review, and performance improved after replacing all disposable components and calibrating, which is consistent with a possible supply or consumable issue without definitive root cause. No clinical symptoms associated with hyperglycemia reported. Outcomes included successful resumption of insulin delivery, decreasing glucose values, without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.